Manufacturer narrative:
Vyaire medical investigation file # (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation.

Event description:
It was reported to vyaire medical that the avea standard ventilator was failing fio2 verification. Issue occured during pm procedure. No patient involvement.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite and found that the blended gas settings were out of range. Exchanged o2 cell, valve body, diaphragm and replaced gde (gas deliver engine). Avea passed ovp (operation verification procedure) and post est (extended system test). Unit passed all performance and safety checks performed. Returned to customer and cleared for clinical use. Fsr returned and replaced unit with o2 (oxygen) sensor and conducted ovp (operation verification procedure). Blending accuracy test passed.